Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system red 72 reperfusion catheter (red72), benchmark bmx96 access system (benchmark max), and penumbra system 3max reperfusion catheter (3maxc). During the procedure, while advancing the red72 and 3maxc through the benchmark max, the physician kinked the benchmark max and, subsequently, the red72 became stuck. The physician decided to remove the red72 and while attempting to remove it, the physician pulled hard and broke the red72. The physician then cut the proximal end of the benchmark max, outside of the patient to remove the broken red72 and then removed the benchmark max. The procedure was completed using a penumbra system 3d revascularization device (psr3d) and non-penumbra catheters. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.